Event description:
The catheter kinked during insertion into dorsum of left hand. Catheter broke and was surgically removed from the pt. There was no harm to the pt and extra hospitalization was not required as a result of the incident.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted.